Event description:
The patient reported that the keypad buttons are unresponsive while attempting to unlock her pump. She noted that the down arrow keypad button appears to be raised more than the up arrow keypad button, and that the down arrow button will not go down when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water or cleaning products; and stated that she wears the pump in her pocket.

Manufacturer narrative:
Follow-up # 1, [date of submission (B)(6) 2011]-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.